Event description:
It was reported by service report that nurse call was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Room interface board damaged.